Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
--

Manufacturer narrative:
The distal only section of the lead was returned severed 395 millimeters (mm) from the tip. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the returned portion of the lead was performed. Visual observation noted that the proximal end of the distal spring electrode was separated from the leady body insulation, the distal end of the proximal spring electrode was separated from the lead body insulation, medical adhesive was noted, the rs- conductor coil was stretched, several tears were noted in the lead insulation as well as bunching of the insulation in several places, dried blood/body fluid was noted in the lumen and tissue was noted in the distal and proximal coils with no calcification noted post cleaning. The returned portion of the lead did not pass resistance testing as the rs- conductor was fractured. No additional testing was performed due to the damage to the lead.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms. A lead fracture was suspected, however, was not confirmed. An invasive procedure was performed. The device and lead were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
--

Event description:
Additional information was received that a lead fracture and calcification was noted under fluoroscopy closer to the distal end of the lead.